Event description:
It was reported that during a coronary stent procedure, the stent dislodged from the delivery balloon. The physician was attempting to place an express2 4.5x28mm stent into a vein graft, and was unable to cross the lesion. While attempting to pull the delivery/stent device back into the guide catheter, the stent dislodged from the delivery balloon. As the physician was bringing the stent down the aorta, the stent lodged in the aorta. The stent was removed using a snare. The physician successfully placed another stent.